Manufacturer narrative:
Findings: unit received with missing segments/partial display due to zebra connector cracked. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was 235 mg/dl. Customer insulin lost a vertical line in lcd display from top to bottom and no longer work in the area. Customer stated that was neither dropped nor bumped. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.